Manufacturer narrative:
On 12/10/2020, biosense webster inc. Received additional information about the patient and event. It was reported that after the procedure, cerebrovascular accident (cva) was discovered and it required rehabilitation. The patient was male. During the procedure, after pvi and while creating the roof line with the thermocool® smart touch® sf bi-directional navigation catheter, the impedance value soared, and the ablation could not be conducted. No error messages were displayed. The cable was replaced, but the issue continued. The catheter was removed from the patient¿s body and a thrombus was found adhered to it. Thrombus was removed, catheter was reinserted, and the ablation was tried to be conducted; however, the issue reoccurred. The catheter was replaced, and the issue resolved. The procedure was successfully completed without immediate patient consequences. Post-procedure ((B)(6) 2020), the patient developed cva. There was a slight lack of spatial understanding and it became difficult to work with fine fingertips. Patient was transferred to another hospital for rehabilitation, and he seems to have few subjective symptoms. Patient¿s condition had improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Physician believes the adverse event occurred as he continued to ablate and the thrombus detached from the catheter and flew through the vasculature; however, the patient was taking the half amount of anticoagulant only (30 mg versus 60 mg prescription) and therefore, the specific cause of the adverse event is unknown. No surgical intervention was required. Device evaluation details: on (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. No device problem found/ no problem detected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
In addition, the product investigation was re-open to include details which indicate ¿no char was observed¿ during visual analysis/inspection of the returned device. The device was visually inspected and it was found in good conditions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: initially this event was assessed as MDR reportable for a thrombus/clot issue. During review on 5/20/2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, the h6. Medical device problem code has been updated from ¿coagulation in device or device ingredient¿ to ¿device contamination with body fluid¿ to better represent the issue. This event is no longer considered to be MDR reportable for the thrombus/clot issue but remains as MDR reportable for the patient adverse event of ¿stroke/cva¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported that during the procedure, while trying to ablate with a thermocool® smart touch® sf bi-directional navigation catheter, the impedance value soared, and the ablation could not be conducted. No error messages were displayed. The cable was replaced, but the issue continued. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and a thrombus was found adhered to it. Thrombus was removed, catheter was reinserted, and the ablation was tried to be conducted; however, the issue reoccurred. The thermocool® smart touch® sf bi-directional navigation catheter was replaced, and the issue resolved. The procedure was successfully completed without patient's consequence. No issues related to flow or temperature occurred. Anticoagulation treatment was applied during the ablation. Heparinized normal saline was used as irrigation fluid. The patient did not exhibit any neurological symptom since the procedure was completed. The customer¿s reported issue of high impedance is not considered to be MDR reportable since the user-defined cut-off was not exceeded and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.